Event description:
The baxter engineer reported failure code 12:303 during service. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.